Event description:
A report was received that the patient had broken sutures over the lumbar incision site and discharges. The patient underwent an incision and drainage procedure and antibiotic ointment was administered. The incision site is now healed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: b)(4) description: linear st lead, 50cm model #: sc-1132 serial/lot #: b)(4)description: precision spectra implantable pulse generator.